Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 7.1cm abdominal aortic aneurysm. Vessel morphology at implant was reported as the aortic neck diameter was 26mm with an infrarenal neck angulation of 30 degrees. During the four year follow up an x-ray identified distal stent migration on the main body of about 3mm. No clinical sequelae were r eported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).